Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that tubing was damaged. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and found that the device was received in poor condition. The device was functionally tested, and the reported complaint was confirmed. The root cause is that the oetiker clamps were loose, two oetiker clamps were missing and the return tube was leaking. Replaced return tube and reconnect and re-tighten the s-tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.